Manufacturer narrative:
Approximate age of device ¿ 6 years 2 months 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient expired. The device will not be returned for evaluation. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The cause of death was not provided and it was indicated that the pump would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.